Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The nurse of a customer reported via phone call that the insulin pump lcd screen is completely black. The customer's blood glucose reading was unknown at the time of incident.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm, no blank display or black screen noted during testing. Device functioned properly. Motor was tested outside the device and passed. Device receive with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker. The insulin pump passed the displacement accuracy test.